Event description:
Related to MFR report # 2183959-2011-00629. It was reported that the pt had an ams miniarc sling implanted to treat stress urinary incontinence on (B)(6) 2008. It was reported that the pt began experiencing "debilitating pain, mesh erosion, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder problems and bowel problems some time after implant." It was indicated that the pt had the sling removed on (B)(6) 2011. The report indicates that removal of the mesh resulted in a hospitalization, including an ICU stay, as well as related complications.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.